Manufacturer narrative:
The device is not available to the manufacture.

Event description:
It was reported that during "tracking the balloon in place", it was noted that the balloon was ruptured. There was no clinical consequence to the patient.